Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after using the device when it had a red x in the ready for use (rfu) indicator, they were unable to acquire a 12-lead ECG. There was no impact to the patient.